Event description:
It was reported that the patient underwent surgery for implant of peek interbody device at l5-s1. Dbm was placed in the disc space anterior to the cage and a titanium rod was placed unilaterally for posterior fixation. Approximately 3 weeks post-op, the peek cage migrated posteriorly. A revision surgery was done to remove the dbm material from the disc space and re-position the cage with autograft.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies were not returned to the manufacturer for evaluation. We are unable to determine cause of the event.